Event description:
During an in-clinic follow-up, the device was unable to be interrogated via bluetooth low energy (ble) telemetry or inductive telemetry. No intervention was performed at this time. The patient was stable and will continue to be monitored.